Event description:
A physician reported that the aspiration failure occurred and the advisory code was displayed during irrigation/aspiration (ia) mode of cataract surgery (with (iol) intraocular lens implant). The surgery was performed and completed after replacing the pak with another one. There was no report of patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was visually inspected. Returned anterior cassette was saturated with surgical fluid that caused to be cloudy and the filters to be wet. The cassette was dried and tested with returned manifolds, but the system message 3475 was displayed due to cloudy chambers on the cassette. Using lab stock cassette, returned manifolds were tested. The sample could prime and tune with the handpiece successfully. No message code appeared on the screen. Fluid flowed from balanced salt solution (bss) to the drain bag without any interfering. The cleaning process was able to be performed after functional test was completed. The sample passed with lab stock cassette functionality. And the infusion pressure was measured at multiple set points throughout the console range and met specifications. We were unable to replicate the customer's experience during laboratory evaluation. The investigation could not conclusively determine the root cause for the reported event. After investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Based on our current tracking, there are no adverse trends for this reported complaint and lot. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).